Event description:
Add'l info rec'd from MFR 6/3/04: the device was returned to baxter and has been evaluated. Visual inspection confirmed that the tubing appears cut off at the outlet end of the cassette. Additionally, the pvc and silicone tubing were separated at the tubing junction at the outlet end of the cassette. Although the root cause of this condition has not been determined at this time, the reported condition will continue to be trended.

Event description:
Pt removed tubing from package and discovered that it was defective before spiking medication bag.